Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in november 2010 and performed to specification, alongside random manual power ons, up to the 9th february 2014. The device failed a self-test due to a low battery on the 16th february 2014 and remained in fault mode until 14th april 2015 when a further pad-pak was installed, the device passed a self-test. Multiple manual power ups of ten minutes duration was observed in the device memory between the 31st august 2015 and the final log entry on the 5th september 2015. The pad-pak became depleted during this time. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs and the excess current drain measured would confirm a membrane failure. The green status led was found to be constantly lit, this is a further symptom of membrane failure. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device switching on automatically.